Event description:
Covidien service center received a report of a n-550 from customer that alarms don't work. The customer was unable to provide further info.

Manufacturer narrative:
The device was received by covidien and testing found the unit to function correctly. The reported problem could not be confirmed.